Event description:
Graspers would not close duriong davinci assisted laparoscopic signmoid colectomy.

Event description:
Graspers would not close duriong davinci assisted laparoscopic signmoid colectomy.